Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The reported event was confirmed via ti sbs firmware screen capture of the battery ((B)(4)) in the lab. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a 10% max error, suggesting an irregular battery switching pattern that does not allow the batteries to get properly discharged below 25% rsoc. The confirmed malfunction is related to the reported event. A possible root cause of the reported event could be the patient's use pattern that tends to exchange the batteries at levels much above the 25% rsoc range, as recommended by IFU. An internal investigation has been open to address this type of issue. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a patient that the status light at the battery charger has shown red. This was replaced and there was no patient impact.